Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy with oophorectomy and bilateral salpingectomy') and rheumatoid arthritis ('rheumatoid arthritis') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's previously administered products included for birth control: ortho tricyclen. Concomitant products included alprazolam (xanax), atorvastatin calcium (lipitor), hydroxychloroquine and levothyroxine. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6) 2018, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced thyroid disorder ("thyroid issue"). The patient was treated with surgery (hysterectomy with oophorectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, anxiety, rheumatoid arthritis, dyspareunia, fatigue, endometriosis and thyroid disorder outcome was unknown and the weight increased had resolved. The reporter considered anxiety, dyspareunia, endometriosis, fatigue, medical device removal, rheumatoid arthritis, thyroid disorder and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received- previously reported event "injury" updated to "anxiety", events- "rheumatoid arthritis, dyspareunia (painful sexual intercourse), fatigue, weight gain, endometriosis, thyroid issue, plaintiff did not undergo an essure confirmation test, hysterectomy with oophorectomy and bilateral salpingectomy", reporter, historical and concomitant drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and rheumatoid arthritis ('rheumatoid arthritis') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included menorrhagia, dyspareunia, adnexa uteri mass, paratubal cyst, cervicitis, endometriosis, follicular cyst of ovary, parity and uterine prolapse. Previously administered products included for birth control: ortho tricyclen. Concomitant products included alprazolam (xanax), atorvastatin calcium (lipitor), hydroxychloroquine and levothyroxine. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6) 2018, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and thyroid disorder ("thyroid issue"). The patient was treated with surgery (hysterectomy with right oophorectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, rheumatoid arthritis, anxiety, dyspareunia, fatigue, endometriosis and thyroid disorder outcome was unknown and the weight increased had resolved. The reporter considered anxiety, dyspareunia, endometriosis, fatigue, menorrhagia, rheumatoid arthritis, thyroid disorder and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Discrepancy noted in date of insertion (B)(6) 2012, and date of removal (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Pathology test - on (B)(6) 2018: mild to chronic cervicitis. ¿ bilateral fallopian tubes with paratubal simple cyst and endometriosis. ¿ benign ovary with follicular cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: mr received: event: 'medical device removal, was updated by 'menorrhagia'. Medical history, lab data, reporter information were added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and rheumatoid arthritis ('rheumatoid arthritis') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included menorrhagia, dyspareunia, adnexa uteri mass, paratubal cyst, cervicitis, endometriosis, follicular cyst of ovary, parity and uterine prolapse. Previously administered products included for birth control: ortho tricyclen. Concomitant products included alprazolam (xanax), atorvastatin calcium (lipitor), hydroxychloroquine and levothyroxine. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6) 2018, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and thyroid disorder ("thyroid issue"). The patient was treated with surgery (hysterectomy with right oophorectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, rheumatoid arthritis, anxiety, dyspareunia, fatigue, endometriosis and thyroid disorder outcome was unknown and the weight increased had resolved. The reporter considered anxiety, dyspareunia, endometriosis, fatigue, menorrhagia, rheumatoid arthritis, thyroid disorder and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Discrepancy noted in date of insertion (B)(6) 2012, and date of removal (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Pathology test - on (B)(6) 2018: mild to chronic cervicitis. ¿ bilateral fallopian tubes with paratubal simple cyst and endometriosis. ¿ benign ovary with follicular cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.